Manufacturer narrative:
H6 (device codes): imdrf device code a020503 captures the reportable event of unsealed device packaging.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push was used during a percutaneous endoscopic gastrostomy tube placement on (B)(6) 2023. During procedure, the outer pouch's opening seal was damaged. The device was not used. The procedure was completed with a different device. There were no patient complications reported as a result of this event.